Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant products: product type lead, product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015. (B)(4).

Event description:
The health care professional reported via the manufacturer representative the patient¿s system was explanted due to motor stimulation and intense positional changes in stimulation. The patient stated that the implant provided normal paresthesia for a period, then gradually became uncomfortable. No known cause was identified and reprogramming had been ineffective. X-rays were taken, no lead migration was detected ,and impedance testing was all normal. The leads and generator were replaced and normal stimulation was observed immediate post-operative phase. Indication for use included non-malignant pain and complex regional pain syndrome type I.